Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced a burning sensation at the ipg site. To address the issue, the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post operation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.